Manufacturer narrative:
The sample was collected in a lihep plasma tube and centrifuged for 3 minutes at 5600 rpm. The customer could not confirm to bec hotline that the sample was not hemolyzed and that fibrin was not present in the sample. Per the customer, qc had been performing within the customer's established limits. System check data was not provided by the customer. On (B)(4) 2011, a bec field service engineer (fse) was dispatched for the event. The fse calibrated the assay and performed qc within the customer's established limits. The fse performed an accutni precision study by running 50 accutni tests with wash buffer as the sample. All results were acceptable with a dose response at 0 ng/ml. Additionally, 12 "negative" patient samples were re-tested with acceptable results to further verify instrument hardware. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated troponin (accutni) result above the normal reference range for one (1) patient. The result was generated by an access 2 immunoassay analyzer. The erroneous result was reported out of the lab and was questioned by the physician. Subsequent testing of the sample on the same instrument generated a "normal" result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.